Event description:
It was reported that during the implant attempt, the tined right ventricular lead would not fixate. The lead was not implanted and a screw-in lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.